Event description:
Customer called to report that the ion-selective electrode (ise) drain of the unicel dxc 600 synchron system was overflowing. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) examined the system, and found an incorrectly installed membrane retainer, as well as tissue blocking the drain valve. The fse reinstalled the membrane retainer, then cleaned the tissue that was blocking the measure port, sample path and ise drain valve. The repairs were verified per established procedures, confirming that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the issue was the obstruction in the measure port, sample path and ise drain valve, which was resolved when the fse performed the services and repairs. Customer has not called back to report any further issues relating to this event. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)